Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported seven days post implant the right atrial (ra) lead and the right ventricular (rv) lead had dislodged. The patient was brought back in for surgery where the pocket was revised and both leads were repositioned. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.